Manufacturer narrative:
The data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer for failure analysis. The da pcba was tested, and no failures were identified.

Manufacturer narrative:
B4: (B)(6)2021 a philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty data acquisition printed circuit board assembly (da pcba). The fse replaced the da pcba to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
Date of report: 16jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a pressure sensor malfunction. The device was not in clinical use at the time of the event. There was no report of patient or user harm.